Event description:
It was reported when using the bd vacutainer® edta 2k there was clay-like fm is adhering to tubes. This event occurred three times. The following information was provided by the initial reporter. The customer stated: clay-like foreign matter is adhering to tubes (3 of 100 tubes).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-04. H.6. Investigation summary: mat: 367846. Lot: 1288688. Bd received (B)(4) unused samples and 6 photos were returned by the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed ink on the shields, tubes, and tray. Bd was able to confirm the customer¿s indicated failure mode with the samples provided. The exact root cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clay-like fm is adhering to tubes. This event occurred three times. The following information was provided by the initial reporter. "The customer stated: "clay-like foreign matter is adhering to tubes (3 of 100 tubes)."